Event description:
It was reported that the device was used during a roux en y, gastric bypass procedure, the device misfired. On the 1st firing with white reload, the surgeon was transecting the jejunum, the proximal portion becomes the biliopancreatic limb and the distal portion becomes the roux limb. The device was fired and they did not notice anything at that time. With the biliopancreatic limb they went down about 125-150cm to do the jejunjejunostomy, completed the firing for the jejunum to jejunum, then went up to do the gastric work, to create the gastric pouch. There were no issues noted. They brought up the roux limb, which was created at first firing, up to make anastomosis to the gastric pouch. Before joining the anastomosis they noticed the staple line had totally dehisced. When bringing up the roux limb, right before anastomosis for the gastro jenumun and upon inspection it, when they went back down for the small bowel work, looked at the jejunum to jejunum and noticed the biliopancreatic limb anastomosis there was total dehiscence of the staple line. For the roux limb they performed another firing of the device and resected the portion of the jejunum that had dehisced and removed the specimen. For repair of the biliopancreatic jejunum to jejunum an over sewing was performed. According to the surgeon the patient is fine. A transfusion was not required. There were no negative complications to the patient. They felt the first firing was the issue because all the subsequent firings performed as expected.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with four cartridges reloads present. The cartridges reloads were received fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Jejunum, small bowel. At what location on the tissue? 15cm distal from ligament of trite. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? White, blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? None reported. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The device's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? (B)(6) 2012, used approximately 15-20 times. Additional information was requested and the following was obtained: were there any malformed or missing staples noticed? Yes, the entire staple line, specifically the middle portion (from approximately the 10mm to 50mm marking on device) were malformed, "c-shaped" staples. Was there any hemostasis issues? Yes, since the staple line did not contain properly formed "b-shaped" staples, there was a lack of hemostasis. What was the tissue condition? Normal tissue (small bowel - jejunum) condition.